Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant, the lead was place at the desired anatomical location, and the test parameters was not ideal. The ra lead was re-positioned several times, and it was noted that the tip could not extend normally, which caused the lead to not be affixed. The ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated during the operation, pacing sites were changed many times, and the test threshold was always high.